Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the surface of the ultrasonic probe was peeled off due to the application of external force such as hitting or catching the relevant part during transportation, storage, use, cleaning, etc. The instructions for use (IFU) provides the following guidelines: warning: ¿do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist. The endoscope may be damaged and could cause patient injury, burns, bleeding, and / or perforations. It could also cause parts of the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. Endoscope to fall off inside the patient.¿

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The rubber was torn on the probe unit. In addition, the objective lens, k-lever, and forceps elevator had leakage. The scope connector was broken. The control knob was loose and there was an abnormal forming of the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported the tip of the evis exera ii ultrasound gastrovideoscope was damaged, and the cover flaked off. The issue was found during reprocessing. No patient harm reported.